Event description:
Customer reported during the call her blood glucose was 406 mg/dl. Customer declined to troubleshoot. Customer stated it was due to bent cannula and was resolved with a set change. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.